Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 80mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump had stalled during a MRI and had not recovered. It had been 3.5 hours since the MRI and the pump had not recovered. None of the pump interrogations resulted in a recovery of the stall. The patient recently had their dose changed from 72mcg/day to 80mcg/day. Additional information was received noting that the motor stall had recovered. No symptoms were mentioned. No further complications were anticipated/reported.